Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that leakage occurred while using a bd luer-lok¿ tip syringe. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that leakage occurred while using a bd luer-lok¿ tip syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: three samples received at bd for investigation. When performing the tests that determine leakage to the 3 syringes sent by the client to evaluate the defect (syringes were dripping under the plunger), the defect was not reproducible with the samples sent and the results of the functional tests were in accordance. Since the samples sent by the client presented conforming results in the functional tests, it is not possible to determine a root cause other than a misuse of the device. Device history review for the lot 7264534 was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. In addition, the receipt is inspected, the material is inspected on admission with a sample size, within the inspection plan features are evaluated visually such as: incomplete plugs, plugs with cut, damaged, etc., said material was approved and approved for use. It is also important to mention that the molded plunger is monitored where it is evaluated with characteristics such as: burrs in the body, burned, deformities, contamination, incomplete, and bubbles. It is also important to mention that the molded barrel is monitored, where it is evaluated with a shot characteristics such as: burns in the body, burned, deformities, contamination, incomplete, and bubbles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.